Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, while suturing the peritoneum, passing the needle through the tissue the needle tip broke off into the patient cavity. The needle tip broke off and x-ray was done to locate the tip and removed safely before the procedure continued. The surgical time was extended by 30 minutes or more due to the device problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device and one representative sample of a different lot sealed. A tactile and microscopic inspection of the sealed product was performed with no abnormalities. The visual inspection of the opened sample noted part of a suture and one needle. One needle was received broken at the tip. Upon microscopic inspection, instrument marks were observed near the break site. Bend moment testing was performed on the sealed sample, and the results met the specification for this product. A review of the device history record indicates the products from both lot numbers were released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.